Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported he was receiving no delivery alarms every 4 hours. Customer was trying to clear the alarm but he accidentally pressed a button and changed the language to spanish. The insulin pump is being replaced due to not being able to get the language switched back to english. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.